Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead. It was noted that the same measurements were observed almost a year ago. All of the measurements were within range. Normal followup will be continued. The patient is not pacing dependent and no adverse patient effects were reported. He device and lead remain in service.